Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after the clip was deployed, hemostasis was not achieved. When the device was removed from the anatomy, the clip was found on the sterile gauze and "must have been on the tip of the device". Manual compression was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.